Manufacturer narrative:
A2: age at time of event: year of birth 1949. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). D3: manufacturer zip/postal code: (B)(6). G1: MFR site zip/post code: (B)(6).

Event description:
It was reported that the patient had severe back pain requiring hospitalization. The patient was enrolled in an investigator-initiated study of immunotherapy with durvalumab or durvalumab and tremelimumab, both combined with y-90 sirt therapy. The patients have advanced stage intrahepatic biliary tract cancer (btc) and receive y-90 sirt therapy as standard of care. This patient underwent sirt with therasphere administration on (B)(6) 2025. On (B)(6) 2025, durvalumab and tremelimumab were given. The patient was admitted to the hospital on (B)(6) 2025. The patient had severe back pain with limitation in activities of daily living. There was clinical worsening since therasphere administration and immunotherapy with lumbar pain. The patient was discharged from the hospital on (B)(6) 2025.